Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected occlusions or insulin flow blocked alarm noted during testing. Pump error 63 alarm during self test and confirmed in the pump history due to broken trace at u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the top of the screen to the middle. Customer stated that the insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.